Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.additional information: the actual product code associated with this event is not known. The possible product codes are:a186h, pdp824g, x872h, j428h.

Event description:
It was reported that a patient underwent an orthopedic procedure on a right wrist scaphoid excision and four-corner fusion on (B)(6) 2013 and suture was used. The patient experienced redness, puss, and small red bumps. The physician was notified on (B)(6) 2013. The patient was prescribed keflex 500mg qid. The current condition of the patient was reported as healed.